Event description:
It was reported that patient presented to clinic for a scheduled follow up. The patient had a fall post-implant and had caused the right ventricle (rv) lead measurements changed. The rv lead exhibited low pacing impedance, increased threshold and r-wave amplitude variation. The rv lead was explanted and replaced with a new lead. The patient was stable throughout.

Manufacturer narrative:
The reported events of low pacing impedance, failure to capture, and r ¿ wave amplitude variation were not confirmed. As received, a complete lead was returned for analysis. Final analysis on electrical testing did not find any indication of conductor fractures or internal shorts, and analysis via visual and x-ray inspection of the lead did not find any anomalies.